Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a v-link catheter extension set leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, functional test, clear passage, and pressure test were performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.